Manufacturer narrative:
One level 1 hotline low flow system was returned for the evaluation of the reported issue. The device was received in good physical condition. A manufacturing DHR review, device history review, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A visual inspection was performed then the tank was filled with water. A temp check was attached, a line cord was plugged in, and the power switch was turned on. The customer's problem could not be confirmed. No problem was found.

Event description:
Information was received regarding a level 1 hotline low flow system. It was reported that the device was not getting to the temperature or allowing temperature to cycle up or down. It is unknown if there was a patient involved.